Event description:
Customer reported having issues with inaccurate sensor readings. Customer stated the sensor was reading blood glucose of 177 mg/dl and blood glucose was 40 mg/dl. Customer then called back and stated he called back and stated his previous blood glucose was 177 mg/dl and sensor reading was 40 mg/dl. Customer he turned off the sensor as the customer representative suggested and the readings were still off. Customer blood glucose was now 248 mg/dl and sensor reading was 130 mg/dl and with two arrows up. Customer was informed if issues persisted to change out the sensor. No further information reported.

Manufacturer narrative:
Reliability analysis was performed. One opened and used enlite sensor and bicarbonate buffer test was performed. Sensor failed per specifications due to high readings. Unable to confirm blood at site due to customer did not return needle sensor only.